Event description:
Complainant in a foreign country reported that the computer screen on a syncardia circulatory support system (css) console was not working. The computer provides monitoring capabilities, and does not control the css. A new hard drive was installed in the computer, which resolved the issue. The patient was not affected and was transferred to another console with no complications.

Manufacturer narrative:
This failure mode poses no risk to the patient because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, and will be monitored to determine if the failure mode exhibits an upward trend. Syncardia has requested that the part be returned, and upon receipt, a failure investigation will be conducted.